Event description:
It is reported that upon insertion of product into patient, the nurse was unable to aspirate fluid out resulting in the need to cut the tubing to remove the device from the patient. Date of removal is reported as "unk date in (B)(4) 2013." It is reported that this is one of four cases.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No sample was available for evaluation. Final quality evaluation was performed on (B)(4)2014 and an investigation was performed by the third party manufacturer, (B)(4), on (B)(4) 2014 based on the review of the device history records and retained samples. Summary of the investigation is as follows: initiated discrepancy reports (dr) in (B)(4) system to conduct and document investigations; reviewed device history records (dhrs); reviewed retained samples from each lot ID in question. During the review of the dhrs and retained samples, team verified and confirmed that no process deviations were observed. The supplier confirmed that parts were processed at the specified process parameters. The retained samples were reviewed and examined by the supplier team. In conclusion, the supplier confirmed that the retained samples met the product quality specifications. No further action is required from the supplier. A separate 3500a form has been completed for the other cases under patient identifiers 311141, 311142, 311144, and MFR reports 2243969-2014-00223, 2243969-2014-00224, 2243969-2014-00225 (this is report 1 of 4 to capture these cases). This case was identified during the recent FDA inspection (483 (B)(4)2014). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.